Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, needle filter blunt fill 18x1-1/2, filter needle was cracked. The following was provided by the initial reporter: ¿during the preparation process, the healthcare professional (hcp) encountered difficulty withdrawing the medication, requiring repeated aspiration. Upon inspection, it was discovered that the integrated filter needle was cracked, causing air leakage." Harm to the patient - not reported.